Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On (B)(6) 2012: covidien field service engineer reports system fluoro failed. No patient or procedure information has been made available from the customer. No reported injury.